Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported a patient with a 29mm 11500a aortic valve implanted two (2) years, four (4) months, was explanted due to heavy calcification. The explanted device was replaced with a 27/29 non-edwards mechanical valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to b5, b6, b7, h6..

Event description:
It was reported through customer experiences portal and learned through medical records that a patient with a 29mm 11500a aortic valve implanted two (2) years, four (4) months, was explanted due to heavy calcification and early prosthetic valve degeneration. The explanted device was replaced with a 27/29 non-edwards mechanical valve. Patient was transferred to cvicu. Per medical records, patient presented with heart failure. The 29mm 11500a aortic valve was explanted and replaced with a 27/29 non-edwards mechanical valve. The ascending aorta was replaced with a 30mm dacron graft and aortic arch replacement with a 34mm gelweave graft. The patient also underwent right pulmonary vein ablation and repair of the right pulmonary artery iatrogenic injury created when taking down the adhesions, was repaired with bovine pericardium. Patient was transferred to cvicu sedated, intubated, on pressors.